Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Prod history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested.